Manufacturer narrative:
Date of event is estimated.

Event description:
According to the complaint, the hospital reported on (B)(6) 2024, that the intensive care unit performed blood sample testing, but the abl90 flex analyzer (serial number: (B)(6) was unable to obtain test results due to a device malfunction. Repair was reported. No reports of death or serious injury.